Event description:
On (B) (6) 2009, the pt's mother reported that the pt took a long bath at 4:00am, and his infusion site fell off. No physiological effects were reported. The pt was sent adhesive dressings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.